Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device delivered less than intended. There were no reports of adverse patient effects and no reported delay in critical therapies while the device was in clinical use. No additional info provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a f/u report will be submitted. This report represents all info known by the reporter upon query by hospira personnel.